Event description:
It was reported that the insulin pump alarmed button error. At the time of the call the customer stated that the buttons were responding properly. It was advised that the insulin pump needs to be replaced. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with cracked reservoir tube lip, cracked belt clip slot, scratched lcd window and scratched reservoir tube window.